Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 4/18/2016 that the customer had an issue with a lite glove. The customer states that during first use of the light glove, while positioning on the reusable handle, the light glove ruptured. No excess amount of pressure was applied. Surgeon tried to push the light glove over the handle in small steps but it ruptured. The product has not been resterilized the product has not been used on a patient

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated sample with lot number 5252100964x and the reported issue was confirmed; the lite glove is torn along the handle. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.